Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and haptic deformed and stretched out. Dimensional inspections found the lens to be within specifications. Additional information: b5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault. The lens was exchanged for a longer length lens and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown. Claim: (B)(4).

Manufacturer narrative:
Rotation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault. The lens was exchanged for a longer length lens and the problem resolved. Cause of the event was reported as unknown.